Manufacturer narrative:
Initially it was assessed that this was a hemostatic valve separation. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation. It was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub of the carto vizigo sheath. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 5-nov-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When inserting the dilator into the vizigo sheath, the hub was pushed in and the sheath began to leak. When the sheath was replaced, the issue resolved. The physician mentioned that the valve separated. It is unknown if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve became detached from the sheath. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record (DHR) was performed for the finished device 00001729 lot number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened for investigation. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4) on 30-nov-2021, it was noticed that h6. Medical device problem code of fluid leak (a050401) and detachment of device or device component (a0501) were incorrectly reported on the 3500a initial medwatch. The correct code should have been material separation (a0413). Therefore, h6. Medical device problem code has been updated.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When inserting the dilator into the vizigo sheath, the hub was pushed in and the sheath began to leak. When the sheath was replaced, the issue resolved. The physician mentioned that the valve separated. It is unknown if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve became detached from the sheath.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)